Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts), reporting that the device has an error code 1108-pressure sensor zeroing failed message. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the da board to resolve the reported issue. The device passed the required performance verification tests per philips standards.